Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/strike marks) and the pad component was found to be fractured and cracked. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures that indicate overload failure or low cycle fatigue culminating in the overload failure. This complaint is confirmed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was found broken prior to the case. There was no patient involvement.